Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the evis lucera elite bronchovideoscope was no longer displaying the image when the angulation was increased. There were no reports of patient harm.

Event description:
Additional information provided, the issue was found during preparation for use prior to a diagnostic tracheoscopy. The procedure was completed using a similar device. No delay, no impact on the patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d10 and h6. Corrected field: e1, e2, e3, and g2. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause could not be determined. However, based on the results of the investigation, it was confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. As a result, it's likely that the water invasion caused abnormality of electronic parts which led to the malfunction. The event can be prevented by following the instructions for use which state: important information - please read before use precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope and solve the problem as described in section 5.2," troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, "returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, "withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.